Event description:
It was reported that this left ventricular (lv) lead was turned off due to hiccups. Moreover, patient was inquiring about electromyography (emg) and nerve conduction test. As patient was being instructed to call to find out if device is properly working prior to testing. Boston scientific technical services (ts) responded per electromagnetic interference (emi) guide and advised to contact device clinician about device function prior testing. Additional information received which indicated that this was being turned off due to diaphragmatic stimulation and was turned on a couple of months after av (atrioventricular) node ablation. To this date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.